Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 1100 mg/dl. The customer stated that she lost consciousness and went into a diabetic coma. Unable to perform any troubleshooting during the call due to the insulin pump giving an error alarm repeatedly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.